Manufacturer narrative:
Continuation of d10: product ID: 900311 product type: integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during insertion of the flexcath cross into the groin for a cardiac ablation procedure, the patient moved and immediately experienced pain in the leg. The patient developed low blood pressure, and contrast injection through the flexcath cross revealed that contrast was not retained in the vein, indicating vascular injury. Vascular surgery evaluated the case and required surgical repair of the femoral and external iliac veins. The procedure was aborted with no ablation performed, and the patient¿s hospitalization was extended due to the event. The patient sustained injury as a result of the event and was alive with injury. No further patient complications have been reported as a result of this event.